Event description:
The complaint alleged that during routine shift check by a clinician, device does not power up. The complaint indicated that there was no pt involvement in the reported malfunction.